Event description:
It was reported that the advanced cement mixing system was being used in a procedure when the syringe broke during insertion of the cement. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
(B)(4).